Manufacturer narrative:
Section a4, a5: information unknown/not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced.during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1 telephone :(B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, the account did not provide the information. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) had an unfolding issue with the patient's right eye. The customer reported that the trailing haptic that was badly folded. The issue was observed during the surgery and there was patient contact. The extent of patient contact was not specified. The procedure was completed the same day. The surgeon believes that the cause is due to the injector. The product is not available for return. Through follow up it was learned that the lens was fully inserted. The patient had an anterior vitrectomy performed. The lens was removed and replaced by another johnson & johnson lens, model ar40. No further information was provided.